Event description:
It was reported that prior to a case at the user facility the system 7 v-notch sagittal saw was leaking. The procedure was completed successfully utilizing alternate equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that prior to a case at the user facility the system 7 v-notch sagittal saw was leaking. The procedure was completed successfully utilizing alternate equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event was confirmed during the device evaluation. Upon visual inspection, the entire sag head was found to be in need of replacement. The device was repaired and returned to the user facility.